Event description:
The expiratory limb became very hot as compared to the inspiratory limb to the touch. The tubing laid on the baby's arm and left a burn mark about 1-1/2" long. This occurred about 18" from the wye in distance where it laid on the baby's arm. The baby made a fine recovery. The circuit was put on the baby on wednesday 1/6 and this occurred on friday 1/8. The baby was "ECMO", so it was not the baby who indicated the discomfort. The respiratory therapist picked up the mark. The fisher & paykel heater did not alarm.